Manufacturer narrative:
Concomitant medical products: a7700-29 valv,e implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the generator change the incision site did not heal, leaving the implantable pulse generator (ipg) exposed. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.